Manufacturer narrative:
The reported event does not meet system level review criteria. Device review: the device was returned to the manufacturer for evaluation. The device passed visual inspection. Multiple tests were performed including simulated use testing and all tests passed. A device history review was performed and the device was found to have been manufactured to specification. Medical record review: the manufacturer has performed due diligence to obtain additional information regarding the patient and event. The user facility has advised no medical records are available on (B)(6) 2015.

Event description:
A peritoneal dialysis (pd) patient reported in (B)(6) 2013 he had peritonitis and the nurse had him on medicated bags. In follow-up with pdrn, she reported that the patient's peritonitis was due to touch contamination. She confirmed the patient's effluent was cloudy. The pdrn stated the patient was given vancomycin to treat infection.